Event description:
The patient reported that subsequent to the implant of a protegen sling, they experienced vaginal and urethral erosion, edema, bone anchor abscesses, vaginal bleeding and discharge, urinary tract infections, persistent pain, vaginal odor, continued incontinence, numbness in lower body and cysts. The patient reported one device was removed. The vaginal wall was reconstructed with human tissue. The device was not returned for evaluation. Co's directions for use outline as potential complications: "tissue erosion... Infection..."